Manufacturer narrative:
An isi field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. The fse replaced the usm. The system was tested and verified as ready for use. Isi received the parts involved with this complaint and completed the device evaluation. Failure analysis investigation confirmed/replicated the reported complaint. The unit was tested on the in-house system and it failed normal mode triggering error 23094 pointing to yaw axis. Further investigation found contamination on chipencoder virtual absolute (cva) pca and cva disk. Swapped cva disk and pca with a test one and the error resolved. The unit passed direction test, sensor check, carriage lissajous, sine cycle, carriage friction test, friction test, brake test, carriage strength test, carriage switches, carriage/acm fan and fiber test.

Event description:
It was reported that during a da vinci-assisted nephrectomy surgical procedure, nurse called in to report error 23094 during surgery. Technical support engineer (tse) reviewed the logs and confirm the error 23094 pointing to universal surgical manipulator (usm1) axis 1. Tse had site to move the arm around the axis 1 prior to hard power cycle the patient side cart (psc) without any success. Tse informed caller that they can disable usm1 and continue the procedure with the other arms. The surgeon elected to convert the surgery. The procedure was completed laparoscopically with no reported injury.